Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging breast cancer,full body rash, respiratory ailment, burned lung. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
510k number ,box a:patient identifier (rfb) updated. Box b:adverse event/product problem & outcomes attributed to ae updated. Box b:product UDI (rfb) updated. Box e:reporting institution name updated. Box h health impact grid updated.